Event description:
It was reported that the preloaded intraocular lens (iol) had a crack beneath the optic after it was implanted into the patient's eye. The iol was properly prepared according to the manual with balanced salt solution (bss) and the incision into the cornea was 2.4 mm wide. The physician decided to not explant the iol because it would not impact the patient's visual acuity. Through follow-up we learned, that no injuries or complications occurred during surgery and that an ophthalmic viscosurgical device (ovd) was used instead of bss and placed horizontally in a sufficient amount. The plunger was rapidly pushed and it was not pushed forward again, stopped or returned back. The iol was inserted immediately after the plunger was pushed and it was rotated once. No feeling of resistance was felt by the physician while handling the unit and the injector was discarded. No further details provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.